Event description:
The pt reported feeling dizzy so they tested their blood glucose. The blood glucose result was 255 mg/dl. They went to the emergency room and the result was 190 mg/dl. The pt did not receive any treatment. The test strips were peeling, the code numbers matched, and the techniques for applying the blood to the test strips and for cleaning the puncture site were correct. While on the phone with the lfs customer service rep, the pt stated that they could not perform a control solution test because the test would not start. A replacement meter is not being sent.